Event description:
It was reported that during a coil embolization procedure, the physician attempted to detach the coil, but the coil would not detached. As the physician attempted to remove the coil, it detached within the microcatheter. The physician removed the detached coil along with the microcatheter without any clinical consequence to the patient.

Event description:
It was reported that during a coil embolization procedure, the physician attempted to detach the coil, but the coil would not detached. As the physician attempted to remove the coil, it detached within the microcatheter. The physician removed the detached coil along with the microcatheter without any clinical consequence to the patient.

Manufacturer narrative:
Subject device is not available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed that the delivery wire was out of shape and severely kinked at the proximal and distal end. The introducer sheath was kinked and indented. Microscopic analysis revealed that the main coil had detached from the delivery wire and the main coil was knotted. Information available indicated that the device was confirmed to be in good condition post unpacking and preparation, and flush was intermittently. Based on the device analysis it is probable that damage to the delivery wire and introducer sheath occurred during handling of the device without direct patient contact. The device was confirmed to be in good condition prior to the procedure and it was used; therefore, it is unknown when the coil became knotted as this was not reported as one of the issues. Additional information indicated that the user maintained intermittent flush during the procedure. As per the device directions for use (dfu): ¿in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained¿ continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil.¿ it is probable that insufficient flush may have contributed to detachment issues during procedure resulting in the reported event. Therefore a root cause of use/user error has been assigned to this investigation.